Manufacturer narrative:
Troubleshooting has been performed by our service technician. A supplemental medwatch will be provided when the investigation has been finalized. (B)(4).

Event description:
It was reported that the compressor shut down while connected to the ventilator system during a pt treatment. There was no pt harm. (B)(4).